Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on the scope connector cannot be connected securely. It is possible that the damage was caused by external stress, such as bumping or falling of the scope connector, or stress caused by repeated attachment and removal, and the system connection may have been affected. The event can be detected/prevented by following the instructions for use which is stated in: instruction manual olympus gif/cf/pcf-290 series operation chapter 3 preparation and inspection 3.7 connecting the endoscope and related devices connecting to the light source unit for safe use handling and general precautions should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flexible gastrointestinal-videoscope experienced no image displayed and a scope error code e315. This issue was identified during preparation for use of a diagnostic upper endoscopy procedure. There were no reports of patient harm.